Event description:
The customer reported that the device had a faulty grip. There was no patient injury. No further details were provided by the site. The device was returned to covidien and visual inspection discovered that the webbing was protruding fro the hinge.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete, a f/u report will be submitted.